Event description:
It was reported that the device became entrapped on the wire. A 1.85mm jetstream sc catheter and unknown guidewire were selected for use in an atherectomy procedure in the left superficial femoral artery (sfa). During the procedure the guidewire was inserted through the device, but it became entrapped on the guidewire and could not be backed out. The device was not actively running. The device was able to be removed without any issue from the patient. The procedure was completed with a new device, same model, and the patient was stable post-procedure.

Manufacturer narrative:
Device analysis by MFR: the returned product consisted of a jetstream sc 1.85mm atherectomy catheter. The guidewire was in the device. Visual analysis showed no damage on the catheter shaft. There was a .014 unidentified guidewire in the device. The wire removed from the device with little effort. The guidewire was severely kinked approximately 214cm from the tip. It was noticed that the waste line was cut from the customer site on the baton. With the damage that was done from the customer site, functionality of the device could not be completed. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
It was reported that the device became entrapped on the wire. A 1.85mm jetstream sc catheter and unknown guidewire were selected for use in an atherectomy procedure in the left superficial femoral artery (sfa). During the procedure the guidewire was inserted through the device, but it became entrapped on the guidewire and could not be backed out. The device was not actively running. The device was able to be removed without any issue from the patient. The procedure was completed with a new device, same model, and the patient was stable post-procedure.